Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the patient reported swelling over the neurostimulator site. Fluid removed from the swelling was indicative of infection. On (B)(6) 2026, the neurostimulator was explanted. The deep incisional infection was treated with broad spectrum IV antibiotics for six weeks.